Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in canada, a transcatheter aortic valve replacement procedure was performed. During the procedure, when the 14 f esheath plus (esp) was removed, the distal tip was found to be torn. The esp was removed intact with no remains left in the patient. No resistance was noted during insertion of the esp or the commander delivery system, and no difficulties occurred during delivery system withdrawal or esp removal. The patient remained in stable condition.